Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. . Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was inserted fully into the patient's right eye was found to be cracked with a broken haptic. The lens was removed in the same procedure. The patient did not experience any permanent or temporary impairment and was able to perform all daily activities post-surgery. The directions for use were followed, and there was no need for medical attention or medication outside of standard care. No other information is available.